Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and respiratory failure. The blood glucose reading was 1200mg/dl. The customer stated having a gallbladder laparoscopic surgery, CT scans and MRI. The customer mentioned being in a coma for eleven days. The caller stated that since she has been in rehabilitation and while in treatment her blood glucose was 400mg/dl. The caller stated when she removed the cannula, it was crimped. The customer also had a gastric bypass in january and has lost too much weight. The customer stated that she will disconnect from the insulin pump until her blood glucose is under control. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.